Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter that stopped working was reported. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed. A (B)(4) bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of signal loss could not be determined. The reported event of a transmitter that stopped working is reportable based on the finding of signal loss. No injury or medical intervention was reported.